Event description:
Reported as: "a lady presented two years after lap-band surgery (lagb vanguard, inamed health, santa barbara,ca, USA) with hematemesis. She was stable on admission and band erosion was diagnosed on gastroscopy. Laparotomy was performed to remove to lap band." From literature review: journal article "lap-band causing left gastric artery erosion presenting with torrential hemorrhage", keng siang png, jaideepraj rao, khong hee lim, kok hoong chia, department of general surgery, tan tock seng hospital, singapore; published in "obes surg 2008" springer science."

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 18/sep/08. The reporter of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. Based on the reported model type (vg) of the lap-band system, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Further info from the reporter regarding the serial number and the implant date has been requested. Erosion is a surgical/physiological complication, and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of erosion as follows: "there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required."